Event description:
It was reported that a spectrum pump falsely detected a loaded set. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false detection of a loaded set, which was not experienced during the evaluation. Review of the event history log shows reload set alarms. The upstream and downstream sensors are known contributors. The upstream and downstream sensors were replaced to correct this condition. See scanned page.